Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, an investigation could not be completed. The initial reporter stated that they had disposed of the pump because of its age and that it would not be returned to mmd.

Event description:
The initial reporter stated that none of the pump alarms were working. Mmdg did follow up with the initial reporter, who stated that the complaint had occurred during testing, but no other information was provided. (B)(4).